Event description:
Customer alleges discrepant results with meter compared to lab. Lab results within 1 hour of inratio results. Pt's target therapeutic range is 2.0-3.0. Pt started testing with meter on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.